Event description:
On (B)(4), 2012 clinic notes from a vns treating physician were received by the manufacturer. Review of the clinic notes dated (B)(6) 2011 stated that the patient has been seizure-free for quite some time and has also developed some coronary artery disease and had a coronary artery bypass graft. However clinic notes dated (B)(6) 2011, list the patient's seizure number from (B)(6) 2011 indicating that the patient was only seizure free in (B)(6) 2011 of that time frame; (B)(6)- 2 seizures, (B)(6)- 2 seizures, (B)(6)- 0 seizures, (B)(6)- 2 seizures, (B)(6)- 1 seizure, (B)(6)- 2 seizures, (B)(6)- 2 seizures, (B)(6)- 1 seizure, (B)(6)- 0 seizures. It is unclear if the patient experienced an increase in seizures at a point during this time frame since the clinic notes dated (B)(6) 2011 state the patient has been seizure free for quite some time and then the clinic notes dated (B)(6) 2011 indicate that the patient was in fact having seizures. Attempts were made to the physician for further information but were unsuccessful.